Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. D4: additional device information: unknown / not provided. D10: concomitant medical product: tsvtb10, imp,tsv,3.7,10,mtx,mg, lot: 1286709. H4: device manufacturer date: unknown / not provided.

Event description:
It was reported, after follow up, during a check up, dentist detected implant was fractured at the collar and the screw was fractured at the thread part inside the implant. Implant was removed completely. Patient referred pain and inflammation. During removal, the implant removal tool and the trephine fractured. Patient was treated with bonegraft and suture, and will wait 6 months to regenerate. This report refers to screw fracture.

Manufacturer narrative:
Zimvie complaint number: (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer . G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zfx received one (1) picture with a broken ti-base. The screw is not send to us for evaluation. Visual evaluation was performed: the ti-base is broken. Fracture surface is damaged by grinding. DHR review was completed for the subject lot number 2120037732. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120037732 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿functional : fracture : screw" based on the investigation and risk management file review, the most likely root cause determined from the investigation is an inadequate treatment planning, misunderstood or overlooked instructions for use. Therefore, based on the available information, a device malfunction could not be verified. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h4: device manufacture date h6: adverse event problem h10: additional narrative zfx received one (1) picture with a broken ti-base. The screw is not send to us for evaluation. Visual evaluation was performed: the ti-base is broken. Fracture surface is damaged by grinding. Complaint history review was performed for the reported lot number 2120037732 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿functional : fracture : screw" based on the investigation and risk management file review, the most likely root cause determined from the investigation is an inadequate treatment planning, misunderstood or overlooked instructions for use. Therefore, based on the available information, a device malfunction could not be verified. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.